Manufacturer narrative:
(B)(4) the device was not returned for evaluation. Pursuant to atricure's internal processes, the complaint was escalated to a level ii investigation. The device history record was reviewed for non-conformance reports and reworks. The device history record was reviewed for lot 67407. Per the device history record, there were (B)(4) devices manufactured and (B)(4) devices were released on 1 august 2016. The expiration date of the devices is 2019-07-01. There were no in-process reworks. There were no ncrs, rework routers, or deviations associated with this lot. One device was scrapped for lal. There were no ncrs or re-works found that would have caused or contributed to the reported event. The complaint could not be confirmed. Clip implanted, applier discarded

Event description:
During a vats procedure, a pro235 clip was tested in the open and closed position 3x before going in the body. The device was placed over the laa and clip was placed without difficultly. The applier was opened and removed from the appendage area. When the surgeon went to close it to pull it through the trocar, the device jaws would not collapse to be removed through the 12 mm port. The port was removed with the device. Patient outcome or care was not affected. Patient was off pump and not heparinized.